Manufacturer narrative:
Device eval - the suspect device was returned for eval. A review of the device history record did not reveal any exception documents. Review of the complaint database did not reveal any similar complaints for this lot. The device was examined visually and the complaint was confirmed. The catheter was flattened 1cm in length approx 36.7cm from the distal end of the molded strain relief. The catheter overall length was 2.3cm beyond maximum spec of 66.5 cm. Additionally the catheter was kinked approx 40.1 cm and 65.1 cm from the distal end of molded strain relief. Catheter was used to cross an acute angle through a severe stenosis and pt's vasculature was calcific and tortuous which could be a contributing factor to the difficulty in catheter removal. If more/new info becomes available, a follow-up report will be submitted. Device history review, complaint database was reviewed. Results: catheter. Conclusions: pt's condition affected effectiveness of device.

Event description:
Customer reported it is impossible to remove the catheter from the pt. A crossover technique of the aortic bifurcation was performed and the catheter was passed through a severe stenosis. The catheter was difficult to remove in spite of the use of a rigid guide wire. The catheter stretched when attempting to remove it from the pt. Additional info obtained on 02/09/2010. The physician needed to insert an additional sheath to be able to advance a wire and balloon contralaterally. This was done due to the pt's severe stenosis and calcific tortuosity that prevented the catheter from being removed. The balloon was used to enlarge the stenosis and allow the catheter to be removed.